Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. PMA (510k) #: k101880.

Event description:
It was reported that when the doctor used a driver to place the implant, the mating part inside the implant slipped. The implant was removed and another implant was placed. The internal hexagonal mating part of the implant body slipped and got scratched. The doctor used one of the hex drivers, "rhd2.5", "rh2.5" or "rhl2.5" and the doctor did not have any problems when he placed other implants using the same procedure, but it seems that only this implant body slipped on the hex mating part. Tooth site #19.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp, tsv, mcol mg,4.7mm,10m (tsvmwb10) was returned for investigation. Visual evaluation of the as returned product identified that the internal hex was damaged. Functional testing could not be performed since the product was damaged. No pre-existing conditions were noted on the per. The reported device was being placed on tooth #19 (universal) when the incident occurred. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot (1227745) had revealed no deviations nor non-conformance's which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1227745) for similar events and no other complaints were identified. Based on the available information, device malfunction did occur and the reported event was confirmed.